Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power system error. Blood glucose level at the time of the incident was 251 mg/dl. Customer previously called to report power error detected and power error detected recurred within a week of previous occurrence. The customer was advised to discontinue the use of the device and to revert to the back-up plan. The customer was advised that the insulin pump would need to be replaced and agreed to return the product for analysis.